Event description:
During inspection the user found that the scarfskin of scope splitted. This event occurred at the time of during inspection. There was no report of patient harm.

Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information. This device is not marketed in us, therefore 510k is not applicable.

Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information. This device is not marketed in us, therefore 510k is not applicable.

Event description:
During inspection the user found that the scarfskin of scope splitted. This event occurred at the time of during inspection. There was no report of patient harm.

Manufacturer narrative:
Evaluation summary: we checked the returned unit and confirmed that an ornamental rubber at the operating handle was cracked, because of disinfectant corrosion. Based on the result, we concluded that it was caused due to external force applied to the aging rubber part, which easily caused the damage of rubber. Correction information: g6: follow up #1. H6: coding changed based on the investigation result.